Manufacturer narrative:
Upon review of the device history for the video baton, serial number (B)(4), it was determined that the video baton was manufactured on 11/10/2015 and the one (1) year warranty period has expired. Due to the age of the device and the fact there are no repairs available for the video baton the customer elected to replace the glidescope ranger video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger video baton 3-4, the image would cut out when the video baton flex tube is manipulated. Reportedly a regular laryngoscope was used to complete the procedure, with a less than two (2) minute delay while preparing the laryngoscope. No harm to patient or user was reported.